Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed the strike plate shows signs of use (i.e. Scratches, abrasions). The tip of the instrument has fractured off at the threads. The tip was not returned and it is unknown if part of the fractured thread remained in the tip. Thread diameter was found to be conforming to print specifications. The fractured device was submitted for fracture analysis to determine failure mode. The fracture analysis indicated sudden bending overload. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that, the distal part of the impactor broke into two pieces during the procedure. There was no patient harm or significant delay reported as a result of the event. Attempts have been made and additional information is unavailable.